Manufacturer narrative:
A battelle critical care decontamination system ccds worker reported removing their gloves after handling a drip on an h202 bottle and felt a slight burning sensation on their left thumb. They immediately washed their hands and the sensation stopped. No pain. Only small area of slight redness. No medical treatment required. This report is required under the terms of the battelle ccds eua. All information known or reasonably known to battelle has been included in this submission.

Event description:
A battelle critical care decontamination system ccds worker reported removing their gloves after handling a drip on an h202 bottle and felt a slight burning sensation on their left thumb. No medical treatment required.